Event description:
The surgeon was using the harmonic handpiece and it would not work so he used the max button for the entire case. He finished the case on max. There were no negative patient outcomes.